Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z.o.o. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab (under registration #9611530). As of 2014 that number was de-activated due to the site no longer being a manufacturer and shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. Additional information will be provided upon the investigation conclusions.

Event description:
Arjo was notified about an incident with involvement of concerto shower trolley, where it was reported that during transfer to the assisted bath the stretcher turned over causing the fall of the patient from the lift. The involved patient sustained post traumatic pelvis fracture, cerebral hemorrhage with small layer of subdural hematoma and small layer of sulcus hemorrhage. The patient was hospitalized.

Manufacturer narrative:
Arjo was notified about an incident with the involvement of concerto shower trolley, where it was reported that when transferring the resident to the bath, the stretcher turned over causing the fall of the patient from the lift. The involved patient sustained post traumatic pelvis fracture, cerebral hemorrhage with a small layer of subdural hematoma and a small layer of sulcus hemorrhage. The patient was hospitalized, but no further information about treatment was provided by the customer facility. After the event, the involved device was taken out of use until inspection. The arjo representative visited the facility to perform an evaluation of the involved shower trolley. According to the inspection results, the horizontal lock lever was found to have some friction during horizontal positioning. It was adjusted by the arjo representative and after the functionality checks no malfunction was detected. In summary, the arjo representative was not able to recreate the reported incident. The review of similar reportable events with the involvement of the concerto/basic shower trolley in last years, revealed a low number of similar events. Based on the collected information the training of the concerto usage was provided to the customer facility in (B)(6) 2016. Previous preventive maintenance for this unit was carried out by arjo on 2017-jul-17. According to the information received from customer facility representative it was not possible to determine what was the exact character of the event and how the stretcher tilted. As per the technical evaluation findings the horizontal lock lever had some friction, but there is no possibility that this would lead to the alleged event as this fitting locks the stretcher in horizontal position for transport or when the mattress is going to be filled with water. If it is not used the stretcher is designed to be slightly sloped towards the stretcher's foot end to make sure there is a proper drainage. The stretcher can go into the temporary horizontal position as it adjust itself automatically when it is lowered e.g. On a bed, but it returns to slope position when raised. The horizontal lock lever only allows to change the setting of the stretcher from slope to parallel to the floor and lets it to remain in this position, but it cannot cause an overturn of the stretcher reported by the customer facility. Based on the all collected information we assume that the most likely reason of the event occurrence was related to improperly closed tilting mechanism. The concerto shower trolley has a functionality, which allows the stretcher to tilt to help with cleaning and disinfection. The tilting mechanism is located under the stretcher and in the trolley's frame. Please note that concerto/basic operating and product care instructions (IFU; 04.ba.05-2gb issued in june 2007) delivered with this device includes the information how this function can be activated and used. Moreover, it includes the following warning: "make sure that the catch has locked (klick sound) the stretcher after putting it back in place." (P. 10) the review of post market surveillance data revealed that this failure is only possible to occur when caregiver had tilted the stretcher for cleaning purposes by unlocking the tilting function catch and omitted to check if it is locked after cleaning. This could directly contribute to the reportable event as later, during use with the resident, the stretcher tilted. In summary, technical inspection revealed that the device was up to manufacturer's specification after the event (as no malfunction was found that could cause or contribute to the failure occurrence). According to the customer allegation, the stretcher tilted during use and from that perspective, the device did not perform as intended. The shower trolley was used for patient hygiene and in that way it played a role in this event. This complaint was reported due to the resident fall resulting in serious injury occurrence.